Manufacturer narrative:
When I receive the quality engineer's investigation report on the device, I will submit a supplemental report.

Event description:
It was reported that "clips did not close and they do not hold in the applier".